Event description:
The customer called to report high bgs. Troubleshooting was performed. Instructed to customer to change the entire set and site. The customer called back two days later to inform that they were hospitalized the day before the second call. It was stated when a bolus attempt was made the pump had an alarm message. Also they expressed having problems with bent cannulas, high bgs, and alarms. The pump trainer was with the customer to teach them the proper insertion technique. The trainer stated that their high bg was not pump related. A replacement pump was requested.